Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Inspection of the bottom housing and adhesive welds found no abnormalities. No damages or defects were observed that would have contributed to the reported adhesive malfunction. The cause of the reported event could not be determined. The unexposed portion of the soft cannula was found to be torn and leaking 0.20 inches from the nail head, causing corrosion, insufficient batteries and data loss. It could not be confirmed that the internally torn soft cannula contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.